Event description:
While removing the stylet, the needle separated from the stylet.

Manufacturer narrative:
The sample was received on 06/09/2009 and is currently being investigated. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).